Manufacturer narrative:
D10. Concomitants: 6433951 02-020-11-0330 - truliant ps cem fem ps cem right sz 3 6576434 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t 5441454 200-02-29 - three peg patella 29mm 8005920018 (B)(4) - gps implant kit v2 pending investigation. There is no other information available.

Event description:
It is reported via legal documentation that a patient had a bilateral total knee arthroplasty on (B)(6) 2020, approximately after 1 year and 4 months reported revision experienced to the right knee on (B)(6) 2022. No other information available.

Manufacturer narrative:
H6: corrected health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.